Event description:
It was reported that the bd synapsys¿ could not mark a second isolate on the plate. The following information was provided by the initial reporter: "a ast plate is created against isolate 1 for example and the user notices a colony growing in a zone and need to follow that as a second isolate. Synapsys allows you to mark a isolate on the plate however it is always isolate 1 and not a second isolate which is what the user wants to follow."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the customer reported that they could not mark a second isolate on an ast plate. This was logged against synapsys material #444150, serial #sl00578. This is an unconfirmed failure of a bd product. The customer wanted a workflow that is not supported in synapsys. A workaround was provided that address the customer issue. The issue is resolved. Bd will continue to monitor for trends associated with this issue .

Event description:
It was reported that the bd synapsys¿ could not mark a second isolate on the plate. The following information was provided by the initial reporter: "a ast plate is created against isolate 1 for example and the user notices a colony growing in a zone and need to follow that as a second isolate. Synapsys allows you to mark a isolate on the plate however it is always isolate 1 and not a second isolate which is what the user wants to follow."